Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
We were informed this lead was removed due to the previously reported dislodgement. It was replaced with the same model lead. There were no adverse patient side effects reported.

Manufacturer narrative:
(B)(4)

Event description:
Lead dislodgement seen on programmer screen. Lead may be revised. Lead remains implanted.